Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient had another volume discrepancy today. The expected volume was 0.5 ml and the actual volume was approximately 7 ml. The patient was getting relief, so the physician wasn¿t planning to do anything about it at this point and would just monitor it. The pump was currently delivering fentanyl (4000 mcg/ml at approximately 800 mcg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving intrathecal fentanyl 4000 mcg/ml at an unknown dose via an implantable pump for non-malignant pain. It was reported that the hcp reported multiple volume discrepancies over the last 2 or 3 refills. It was noted the refill today was off by ~4ml (expected 3.6, a ctual 7.8) but the previous refill was off by "more" although the amount was not specified. Originally the rep thought they had done a catheter access port (cap) access recently but then confirmed they had not. They have viewed the catheter under fluoroscopy and the tip had not moved and they did not see anything unusual. The rep reported based on bolus amount of 104.8 mcg per bolus and 147 boluses used since last refill, the volume of the bolus was approximately what the discrepancy was. Also, the patient reportedly did not feel effect from bolus so they were wondering if it was possible the boluses were showing in the logs that they went through even though they did not.